Event description:
The customer stated that she tested her blood glucose using a contour meter and a one touch basic meter. The one touch read 94 mg/dl, while the contour read 235 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products were sent to the customer.